Event description:
Malem alarm heats up when operates for 30 mins or more. Heat is too much and child cannot sleep with this dangerous device. I am not sure how or why it is heating up, but its heat is significant to hurt skin in contact with it. This is the new blue malem version of the ultimate alarm. Connected correctly. Used 2 different sets of batteries and both result in alarm overheating. The heat is likely from the result of a stuck vibration component which is generating heat. The plastic portion is very hot to touch and son can't possibly sleep with it at night. Alarm is new and purchased directly from MFR's website. FDA safety report ID# (B)(4).